Event description:
Pt stated that he had a mesh implanted to repair a hernia and 2 or 3 weeks later developed hives all over his body. He described them as pimple like in the beginning and then they became circular in appearance. He stated that he went to the hospital 3 times and they went a way about a week later. Soon after he reported the following symptoms: welts, itching, pain and knots on his head. He stated that he went to the dermatologist and was given a cream and medication for thin intense itching. He described the welts as looking as though he was beat with a whip all over his body. He reported that his surgeon would like to tape a piece of the same type of mesh to his arm to test for an allergic reaction.